Event description:
Pt underwent osteotomy to left tibia and fibula, removal of antibiotic drug delivery device (left tibial shaft), open treatment of left tibia with intramedullary nail, autograft bone graft and application of negative pressure wound vac dressing. During this procedure, a blade from tps saw broke. All pieces were recovered and procedure went on to be completed without any retained foreign objects. Long wide blade 34.5mm x 13.0mm.